Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "revision of a retrograde femoral nail due to a broken condyle bolt. All components were removed and another nail was implanted. Surgery date (B)(6) /2022. Another retrograde femoral nail, with 2 screws and 2 bolts were implanted."

Event description:
As reported: "revision of a retrograde femoral nail due to a broken condyle bolt. All components were removed and another nail was implanted. Surgery date (B)(6) 2022. Another retrograde femoral nail, with 2 screws and 2 bolts were implanted."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Generally, the received broken condyle screw showed normal signs of usage like typical bearing points. However, the fracture pattern identified a fatigue fracture. Available information revealed the item had been implanted for at least 4 months or more. No further items were reported being broken. As no medical records were provided, an evaluation regarding bone healing was not possible, it was concluded the breakage had been caused by permanent, repeated load application which was classified as patient related. The labelling clearly points out potential causes leading to implant breakage. A product deficiency was not verified. In case further essential information becomes available we reserve the right to re-open the investigation and to re-assess the root cause.

Event description:
As reported: "revision of a retrograde femoral nail due to a broken condyle bolt. All components were removed and another nail was implanted. Surgery date (B)(6) 2022. Another retrograde femoral nail, with 2 screws and 2 bolts were implanted."